Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had crack. There was scratch around the crack and the coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe was damaged when the user activated output while contacting with metal or something hard object. The instruction manual of the device has already warned as follows: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a gastric surgery, the subject device was used. The tissue pad of the subject device was worn and intraoperatively probe damage error (u504) occurred. The intended procedure was completed with another device. There was no patient injury reported. On april 2, 2019, olympus medical systems corp. (Omsc) found that the coating of the probe was missing. This is the report regarding the missing of the probe coating.